Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion through a sheath the iab tore and blood came back into the tubing. No resistance was felt and the iab was approx 1 inch out of the sheath. A second iab was used and had the same result. A third iab was opened, but not used as per physician request. There was no reported injury to the patient. This submission is for the 1st iab used.

Manufacturer narrative:
Changed lot # from 3000058289 to 3000049084. Changed exp. Date from 09/19/2020 to 04/06/2020. Changed manufacture date from 09/19/2017 to 04/06/2017. The lot number initially reported was 3000058289, but the lot/serial number returned and evaluated was (B)(4). The catheter tubing was observed to be flattened along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported problem resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion through a sheath the iab tore and blood came back into the tubing. No resistance was felt and the iab was approx 1 inch out of the sheath. A second iab was used and had the same result. A third iab was opened, but not used as per physician request. There was no reported injury to the patient. This submission is for the 1st iab used.